Manufacturer narrative:
The customer reported problem was confirmed. Based on the troubleshooting results, technical support provided insufficient information to determine the proximate cause of the reported issue. A review of the device history record for sn (B)(4) was performed from 04/05/2014 to 09/01/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported, 8015 ls unit has white screen (case #: (B)(4). Npi.